Event description:
It was reported that during a gastric bypass procedure, the staples did not form properly. Three additional like devices were opened with the same result. A fifth like device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Evaluation summary: devices a and b were returned in good visual condition and with no cartridges present. The devices were tested for functionally with test cartridges and they fired, cut, and formed the staples as intended. The devices fired without any difficulties, the staple lines were complete and the staples were noted to have the proper b-formed shape. Device c was returned with the firing mechanism damaged and with no cartridge present. The device was disassembled to verify the condition of the internal components and the left shroud pinion axle support was found damaged, no functional test was performed. Device d was received in good visual condition and with a cartridge loaded in the device. The cartridge was received partially fired and with no damaged to the spring lockout tab; it is possible that the device's firing stroke was interrupted. The returned device was tested for functionally with a test cartridge and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape.